Event description:
Reportedly, during patient use, a loud noise was heard from the micro pistons. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).